Event description:
Patient underwent uneventful on ilasik (B)(6) 2012. Referred back to center for evaluation of "film" right eye (od) on (B)(6) 2012. Slit lamp evaluation (sle) noted state epithelial ingrowth od. Patient brought back to the laser suite, flap lifted and epithelial ingrowth removed. Patient referred back to affiliate for continuation of care. Last exam note from (B)(6) 2012, visual acuity sans correction vasc od 20/20. Patient "doing well".

Manufacturer narrative:
(B)(4), evaluation: the equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted. (B)(4): placeholder.